Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited high threshold. The physician attributed the high threshold to patient anatomy. The device was explanted and replaced. The patient was doing well post procedure.